Event description:
Boston scientific received information that this device had been emitting tones for approximately one week. Interrogation noted the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. The device was explanted. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.